Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the extremely tortuous left circumflex artery, the maverick2 monorail balloon ruptured at 8 atm's on the initial inflation. It is noted that the maverick2 monorail balloon was not being used to deliver a stent, but to dilate a stent. The patient was asymptomatic during this event. A cross-it guidewire (size unknown) and a 5f zuma ii guide catheter were used, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.